Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, when closing the surgical site, the wire of the steel loosened as passing the sternum. The problem complicates the closure and requires additional hemostasis of the sternum. The closure time was lengthened.